Event description:
It was reported by the patient's daughter that the patient had a temporary, external pacemaker. The patient died and the daughter "feels the pm was defective." There is no allegation from a health care professional that the death was device related. Follow up revealed there was no problem with the pacemaker. Patient had aortic valve replacement on (B)(6)2007. She developed respiratory distress in the intensive care unit on (B)(6)2007, respiratory arrested, and was resuscitated. Brought to the or for "exploration" that same day, arrested, and died in the or after resuscitation attempts were unsuccessful. "Daughter received the impression during the exploratory surgery that the device, epg, wasn't working. The surgeon attempted to explain to her that was not the case, that it was working." Cause of death is respiratory arrest with subsequent cardiac failure after valve replacement surgery. No autopsy was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.